Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a field service engineer confirmed that customer was able to recover drawers. A field service engineer dialed in and verified there were no drawer failures. The system functioned as intended after the customer repaired the device. E.1 initial reporter facility: osf little company of mary hospital & health care centers

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 2.1 and 2.2 drawers were off the bus and requiring maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Initial reporter facility name -(B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 2.1 and 2.2 drawers were off the bus and requiring maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.